Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
An ophthalmic surgeon reported that leakage occurred from the valved trocar cannula during a procedure. The procedure was completed after replacing the product with another one. There was no harm to the patient. The product sample was retained. No additional information is expected.

Manufacturer narrative:
Three opened trocar assemblies were received in a tray for the report of leaking. The returned samples were visually inspected per facility procedure and they were found to be conforming. The samples were functionally tested for leaking per facility procedure and they were to be conforming. A review of the related device history records for the reported lot number indicated that the product was processed and released according to the product¿s acceptance criteria. A complaint history examination indicated there were five additional complaints associated with the lot for the reported issue. The returned samples were found to be conforming, therefore a leaking trocar as described in the complaint could not be determined from this evaluation. A root cause could not be determined for the complaint as described by the customer. No action was taken as the trocars were manufactured to specifications, therefore, specific action with regards to this complaint cannot be taken. (B)(4).